Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The mother reported that the patient's blood glucose reached 388mg/dl while wearing the pod on her abdomen for between 24 and 36 hours. She stated that the cannula appeared a little sideways (bent) when the pod was removed. Treatment included putting a new pod on.